Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue could not be determined. The device was unable to be repaired and the customer received a replacement.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the failed to sense rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) further evaluated the device and was able to verify the reported issue. The root cause was unable to be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the failed to sense rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.